Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a knee scope procedure, the 3d spider connector tenet disconnected; therefore spider device could not stayed together, the leg piece and leg dropped from its desired position. The leg had to be hold in place and the foot of the bed needed to be moved. The procedure was successfully completed using a back-up device. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device was received for evaluation. A visual inspection of the returned device finds the device returned without the spiral ring or the o ring on the inner shaft. A functional assessment of the device found it is unable to hold in place without the missing spiral ring and o ring. This failure has been determined to be related to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with component failure. Factors that could have contributed to the reported event include a failure of the retaining ring after repeated use over time. No containment or corrective actions are recommended at this time.